Event description:
It was reported that the customer was hospitalized due to hypoglycemic with mild acidosis and elevated ketones. The blood glucose at time of his admission was 364mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.